Event description:
Information received by medtronic stated that the insulin pump had a blank display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Patient returned pump for an alleged blank display observed on (B)(6) 2022. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Unable to download history files and traces using thump due to blank display. Swapped pcba 2 with a test board and unit booted up properly. No physical or moisture damage noted on the pcba 2 board during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Blank display was confirmed during analysis, problem isolated to the pcba 2 board.